Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Case became valid and serious incident. Previously reported event of injury was replaced with pain. New events: abnormal bleeding, psychological injury were added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included colposcopy on (B)(6) 2011, uterine fibroid, nabothian cyst, anxiety, fibromyalgia, c-section, drug hypersensitivity, allergic reaction to analgesics, allergic reaction to analgesics, adenomyosis, multigravida, parity 2, dysmenorrhea, hematoma, fibromyalgia, blood transfusion, fatigue, hot flashes, heat intolerance, cramp in lower abdomen, menopausal syndrome and menorrhagia. Previously administered products included for an unreported indication: calcium, flexeril, aleve, iron tablets, toradol and savella. Family history included cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain after insertion of the essure coils there were 6 coils left on the endometrial side on the left side and 3 coils left within the cavity on the right side. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-apr-2021: mr received: event endometrial ablation performed on the same day of essure insertion added. Reporter, medical history, historical drug and rcc added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included colposcopy on (B)(6) 2011, uterine fibroid, nabothian cyst, anxiety, fibromyalgia, c-section, drug hypersensitivity, allergic reaction to analgesics, allergic reaction to analgesics, adenomyosis, multigravida, parity 2, dysmenorrhea, hematoma, fibromyalgia, blood transfusion, fatigue, hot flashes, heat intolerance, cramp in lower abdomen, menopausal syndrome and menorrhagia. Previously administered products included for an unreported indication: calcium, flexeril, aleve, iron tablets, toradol and savella. Family history included cancer. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding") and psychological trauma ("psychological injury"). The patient was treated with surgery (hysterectomy-uterus + cervix). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain and genital haemorrhage had resolved and the psychological trauma outcome was unknown. The reporter considered genital haemorrhage, pelvic pain and psychological trauma to be related to essure. The reporter commented: patient received treatment for pelvic pain, abdominal pain, back pain after insertion of the essure coils there were 6 coils left on the endometrial side on the left side and 3 coils left within the cavity on the right side. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 23-apr-2021: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.